Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that therapy appeared to be delayed for a few seconds due to bigeminal rhythm. The physician suspected that the episodes were not true vt. Noise was observed on the ventricular channel. The noise was suspected to be due to external interference. The physician reprogrammed the device. The patient condition was good before and after the event.